Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 97 33467 software version: 2.3. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while loading a patient exam, the site's system was running very slowly. After 10 minutes of trying to load the patient list from the disc, it still had not responded. The site confirmed the disc had only one patient exam on it. Technical services (ts) had the site reboot the system and the whole system was running slowly. It took 2-3 times longer to boot into the application selection screen, then into the software, than was typical. System had 33% free space. New information received: when the fusion system is in the process of loading a patient exam disc, it will not allow the user to interact with the software. If this exam loading is taking longer than normal, the symptom could show up as it being ¿unresponsive,¿ while the system is just being too slow to complete its current action. I don¿t think we would be able to determine if it truly went unresponsive or if it was just the issue as stated above.